Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed low flow alarms at home on (B)(6) 2021 with reports of an approximately 30 pounds weight gain and shortness of breath. The patient was admitted and started on dobutamine and lasix continuous drip for right ventricle (rv) failure. Sildenafil was attempted but they were unable to tolerate dizziness due to alcohol withdrawal. The patient continued to be diuresed and was deemed stable for discharge on (B)(6) 2021 at which time they were discontinued from dobutamine. Low flow alarms resolved after fluid removal and inotropic support. The rv failure was not present before vad implant and it was unclear of what the cause was. The cause of the low flow alarms was rv failure, small left ventricle size and hypertension.

Manufacturer narrative:
Main investigation conclusion: according to the account, the reported low flows were due to the patient¿s right ventricular (rv) and hypertension. A direct correlation between (B)(6) and the reported events could not conclusively be determined through this evaluation. The reported low flow events could not be confirmed as no log files were submitted for review. The account reported that the patient had low flow alarms at home. They also had a reported 30-pound weight gain and shortness of breath. The patient was admitted and started on dobutamine and lasix gtt for right ventricular (rv) failure. Sildenafil was attempted but she was unable to tolerate due to dizziness. The patient continued to be diuresed and was deemed stable for discharge on (B)(6) 2021 off dobutamine. The low flow alarms resolved after fluid removal and inotropic support. The cause of the low flow alarms was determined to be due to rv failure, small left ventricle (lv) size, and hypertension. The rv failure was not present before vad implant, and it was unclear what the cause was but could be device related. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. The heartmate 3 lvas IFU, rev. C, lists hypertension and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26jan2021. No further information was provided. The manufacturer is closing the file on this event.